Event description:
A knee arthroscopy was being done when the bottom jaw of a loose body forceps broke off. An add'l incision was made in the knee to recover the metal jaw piece. The pt's post operative recovery was satisfactory.